Manufacturer narrative:
Zoll has not received the thermogard console (sn unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
During rewarming phase of ivtm therapy, the thermogard console displayed air trap alarm and user observed the saline bag to be almost empty. No fluids were observed around the patient or on the floor. Following this, the 500cc saline bag was replaced and re-primed the system. After a few hours, the saline bag was replaced again. No further information was received. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR report: MFR#3010617000-2021-00232 for the icy catheter.